Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the catheter broken through the broken part was stuck in the applicator. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the indwelling needle was punctured on (B)(6), when the nurse was preparing to infuse the patient, the catheter was broken by transparent application, and a small opening was applied at the port. After reporting the head nurse, the head nurse tore open the applicator and found that the catheter had come out, and the broken part was stuck in the applicator. On the second day of placement, the nurse observed the catheter broken through the transparent paster. And the transparent paster has a crack. After tearing the paster, it was found that the broken catheter was stuck on the paster and was outside the patient's body.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the catheter broken through the broken part was stuck in the applicator. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the indwelling needle was punctured on march 19, and on march 20, when the nurse was preparing to infuse the patient, the catheter was broken by transparent application, and a small opening was applied at the port. After reporting the head nurse, the head nurse tore open the applicator and found that the catheter had come out, and the broken part was stuck in the applicator. On the second day of placement, the nurse observed the catheter broken through the transparent paster. And the transparent paster has a crack. After tearing the paster, it was found that the broken catheter was stuck on the paster and was outside the patient's body.

Manufacturer narrative:
Investigation: in response to the event reported by your facility a device history review was conducted for lot number 8215455. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally with the sample supplied by your facility our engineers were able to confirm the reported failure mode. Our engineers also tested retention samples from this lot for tensile strength of the catheter tubing. The testing results indicate that the lot is not affected by a systemic error that would allow our facility to replicate the reported failure mode. Unfortunately without the ability to duplicate the reported non-conformance, the root cause for this complaint could not be determined at the conclusion of our review.